Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately low compared to feelings /normal results and displaying an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy and meter message began on "around (B)(6) 2015." The patient claimed he obtained alleged inaccurate low blood glucose results of "92, 91, 95, 91, 87, 99 and 89mg/dl" on the subject meter. The patient manages his diabetes with insulin (no adjustments) and denied making any changes to his usual diabetes management routine as a result of the alleged issue. The patient reported that on an unknown time after the alleged issue began he developed symptoms of "blurry vision, dizziness." The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct test strips were being used, it was not the first time the product was being used and the correct testing steps were being carried out. The test strips were stored correctly, within their expiry date. However, the issue remained unresolved after trouble shooting, . Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.